Manufacturer narrative:
MFR received date: 21 jun 2019. Date of report received: 28 jun 2019. The manufacturer¿s service technician confirmed the reported issue. Ventilator clicks on standby, disconnects the patient, and cannot enter standby mode. The service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts have been returned for failure investigation, and the root cause cannot be determined until parts are received and inspected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit could not enter into standby mode. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 28aug2019. Visual inspection of this customer returned gas delivery system (gds) revealed that this unit was missing the data acquisition printed circuit board assembly (da pcba) board and the oxygen (o2) valve solenoid with no signs of damage or contamination. A failure investigation (fi) technician installed the returned gds into a fi ventilator and using a fi da pcba and fi o2 valve solenoid the technician identified the unit failed standard liters per minute (slpm) tests and traced the reported failure to the component in location u1 on the air flow sensor printed circuit board. This customer complaint was caused by an out of specification air flow sensor caused by the component in location u1 on the printed circuit board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.